Event description:
Pt was reoperated due to prosthetic endocarditis that lead to a 4+ paravalvular leak. Pt recovered.

Manufacturer narrative:
Valve is being evaluated by pathology. Conclusions await that analysis.